Manufacturer narrative:
The alleged time and date issue is not likely to cause an adverse event because the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/20/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: a timekeeping accuracy test was performed; the pump was keeping time accurately. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. The battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Pump opened and the internal battery was found to be leaking. Daily insulin delivery totals appear inconsistent due to time/date issue. Black box shows the following manual time changes: (B)(6) 2013 6:09pm to 6:08am, (B)(6) 2007 10:11pm to (B)(6) 2013 8:44pm. Dates in total daily dose history are inconsistent changing from (B)(6) 2013 to (B)(6) 2007 and from (B)(6) 2007 to (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump's time and date are incorrect and the patient has been experiencing elevated blood glucose (bg) over 600mg/dl with headaches and stomachache. The elevated bgs are reportedly treated with correction via the pump or syringe injection, and a site/set change. The pump was not available for troubleshooting at the time of initial contact. It is unclear at this time if the pump time and date were mistakenly set incorrectly by the user or of the time and date reset with a battery change. The patient has reportedly not had any further bg issues since the time and date were corrected. Customer technical support has attempted to contact the reporter to complete troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while using insulin pump therapy with a time and date issue as a potential cause or contributor.